Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited high defibrillation impedance. Programming changes were suggested. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5188229. UDI is not available as product information was not provided.